Manufacturer narrative:
(B)(4) - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set leaked event on 05-may-2024. The blood glucose level was 348 mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.